Manufacturer narrative:
(B)(4). (B)(6). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. It was reported that "the pt had been very ill prior to death and had always been a very frail patient." The reporter stated that the pt had underlying complex medical conditions (unspecified). The patient was known to be using a homechoice (hc) machine for therapy around the time of death, however, it is not known if the pt was connected to a hc at the time of death. A postmortem examine was not performed and the patient¿s body was released and cremated. Additional information was requested but is not available.